Event description:
It was reported that asymptomatic patient presented for a device change-out due to normal eri. It was noted that intermittent oversensing on the atrial channel was detected. The oversensing could not be reproduced. There was also noise on the atrial lead channel, which was recorded as episodes of at/af and atrial noise reversion dating back to november 2015. A newly implanted device did not have any of the same sensing issues. Patient was in stable condition during and post-procedure.